Event description:
Discovered a palpable nodule underneath the edge of one implant in 12/89. Ultrasound on 2/7/90 revealed a 1.2 x 3.8 cm mass. Needle biopsies disclosed granulated and liquid silicone material. Mammography on 2/3/94 showed implants have a wavy contour and extend towards the axilla suggesting bilateral rupture, and there appears to be extracapsular density in the axillary portion of each breast. Coned view showed 2/7/90 mass. MRI studies recommended. Pt also has pain and other symptoms.